Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient felt she had torn something in her shoulder. She had pain and a significant lump on the anterior aspect of her shoulder with very reduced range of motion. On x-ray the glenosphere was disengaged from the metaglene and the glenosphere screw had broken.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that a revision was performed due to pain: glenosphere was disengaged from the metaglene and the glenosphere screw had broken. The pe cup and the glenosphere associated to the complaint were returned for analysis. The visual analysis carried out on the returned products show a worn pe insert and a deterioration of the glenosphere screw thread, which is broken at the terminal part. The DHR analysis performed for the returned devices did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. In the surgical technique for delta xtend, it is recommended to screw and gently tap the glenosphere into the metaglene repetitively, to ensure contact between the two components. If assembly was incomplete and the taper connection was not engaged, all shear loads in the shoulder would have been applied to the center screw. It is possible that this could have resulted in the noted fracture. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.